Event description:
Reporter indicated that the patient presented for an office visit where his settings were found to be at unexpected values. The patient recently had an MRI and it is unknown whether or not the settings were adjusted at that time. Programming history for the patient has been requested by the manufacturer to determine if and/or how the programming handheld caused the event.